Event description:
A customer reported low torsional power during a phacoemulsification procedure. The handpiece was replaced; however, the issue persisted. The system was exchanged and the case was completed following a 20 to 30 min delay. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. The customer stated that service is pending until renewal of the service contract. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).